Event description:
The user reported that the pressure infusion bag failed to maintain pressure. No harm or injury to the pt was reported.

Manufacturer narrative:
The device has not been returned for eval. A f/u report will be submitted when the eval has been completed.